Event description:
Philips received a complaint on the intellivue x3 indicating that the device had a defective loudspeaker. Diagnostic/functional testing was performed at the philips repair facility. Results of functional testing indicate that the device displayed a ¿speaker malfunction¿ inop and no audible sound .based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed. The speaker assembly was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device loudspeaker is defective. There was no reported adverse event to the patient or user.